Manufacturer narrative:
H3: a review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. This follow-up report is being submitted to relay corrected information. This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Pending investigation. D10: glenosphere 320-08-42, (B)(6), 34mm screw 320-20-34, (B)(6), locking screw 320-15-05, (B)(6), glenoid plate 320-15-01, (B)(6).

Event description:
As reported, approximately 3 years post the initial right total shoulder arthroplasty, the patient was revised due to an infected shoulder. A spacer was placed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.